Event description:
The customer stated the rubella calibration failed with error code 1003: calibration check failure, cal a, deviation too large, on the axsym analyzer. The customer attempted to calibrate with two reagent kits of the same lot number and two calibrator kits of different lot numbers without resolution. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.